Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 08 jan 2026 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
It was reported that after patient intubated, patient being manually ventilated via bagger. O2 extension tubing disconnected from bagger end during manual ventilation. Rrt noticed within 10 seconds of disconnection, however at that point the bagger reservoir was fully deflated." Did not reach patient/person - detected before use or does not touch patient during use.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 08 jan 2026 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. Device history record (DHR) review: no lot number was provided; therefore, no device history record (DHR) review was conducted. Complaint history review: the complaint history was reviewed in grand avenue from reported dates (B)(4) 2023 through (B)(4) 2025, for part number 001350 and failure mode "a1202 - decoupling, a1208 - fitting problem, and disconnection/connection issue(s)". There were 23 other complaint(s) reported for the same issue and part number under (B)(4) during the same timeframe. Sales = (B)(4). Calculated occurrence (p1) = (B)(4). Occurrence ranking = 1/5. Risk assessment: 1. Patient/caregiver performed risk assessment with RMA-20017c, revision 10; the most closely associated risk is ID r64 (p1=1, p2=1) with a probability of harm occurring p=1 and severity s=4 which is medium risk. The calculated p1 based on complaints and sales in the previous 24 months is (1/5). Therefore, the probability of harm occurring (p) remains the same as the RMA and is determined to be medium risk per ref-20001-c1 rev2. 2. Regulatory/ compliance reviewed ref-20001-c1 rev2, and there is low regulatory/ compliance risk. 3. Brand recognition and customer impact reviewed ref-20001-c1 rev2, and there is medium brand recognition/customer impact.

Event description:
It was reported that after patient intubated, patient being manually ventilated via bagger. O2 extension tubing disconnected from bagger end during manual ventilation. Rrt noticed within 10 seconds of disconnection, however at that point the bagger reservoir was fully deflated." Did not reach patient/person - detected before use or does not touch patient during use.